Event description:
Caller states that during proficiency test the coaguchek s produced a result of 4.0 inr with a range of 2.4-3.7 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.